Event description:
Information was later received that this lead was explanted and replaced. No adverse patient effects were reported as a result of the procedure.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a decrease in impedance measurements from 415 ohms to 190 ohms. Additionally, the sensing had decreased and there was one stored episode that revealed noise. This patient will be followed in one month. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
It was indicated this lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Information was later received that the timer of duration in the tachy zones were extended until a lead revision could be performed. No adverse patient effects were reported.